Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: machine pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested that the remote service engineer (rse) provide a quote for onsite service by a field service engineer (fse). A quote was provided to and accepted by the customer for onsite service by an fse and an order for 2 solenoid valves and a data acquisition (da) printed circuit board assembly (pcba) to troubleshoot the machine pressure sensor autozero failed alarm. The fse went to the customer site and confirmed that there was a machine pressure sensor autozero failed alarm in the device's event log. The fse then verified the alignment between the solenoids and the da pcba. Following this troubleshooting step, the fse replaced the 2nd and 4th solenoids valves. The fse then turned the device on and observed no further alarms produced by the device/ the event log was again checked and no additional machine pressure sensor autozero failed alarms were found. Following completion of a performance verification test (pvt) which the device passed, the fse confirmed that the device was fully functional and was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.